Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had histoacryl adhesio. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the cause of the foreign material clogged was possibly due to the handling described in the warning/caution of the operation manual ¿using endo therapy accessories¿. The event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.